Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the cone of the access male luer lock (mll) was observed broken. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed; therefore, the cause of the condition could not be determined. However, the most probable cause of the leak is likely due to a broken mll cone. These components are provided to the manufacturing plant already assembled by our supplier. A nonconformance has been opened to address this issue. Within in the nonconformance an investigation was performed allowing to identify that this event is due to: the presence of liquid on the mll cone or in the female luer lock (fll) before connection (e.g., use of disinfectant or drop of priming solution, drop of dialysate solution) which lubricates the connection. An improper connection handling (using the body of mll fistula and/or fll components for tightening the connection instead of screwing the coupling nut). Mll design or a combination of these factors can lead to an overtightening of the luer connection which can lead to blocked connection and/or cracks which can cause subsequent leakages. Design change control of the mll ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the red port of a prismaflex m150 set during prime (while circulating tube). The red port was observed cracked. There was no patient involvement. No additional information is available.